Event description:
It was reported that in preparation for a photoselective vaporization of the prostate procedure, the patient had been administered a local anesthesia in the form of bupivacain spinale. During the procedure, two fibers were used and the laser system stopped working. Due to the system not working, the procedure was aborted. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
Correction information: the initial report for this complaint had the aware date in g3 entered as 14dec2023. However, the aware date should have been updated to 10jan2023 as boston scientific was not aware of any reportable information until 10jan2023. The initial report was submitted on 18jan2023.

Event description:
It was reported that in preparation for a photoselective vaporization of the prostate procedure, the patient had been administered a local anesthesia in the form of bupivacain spinale. During the procedure, two fibers were used but the laser system stopped working. Due to the system not working, the procedure was aborted. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.